Manufacturer narrative:
A ge representative evaluated the system and found the key switch in the improper position. Ge representative turned the switch to the proper position and the system operates as intended.

Event description:
The customer reported the vertical lift function is not working. No pt injury was reported.